Event description:
Pt wearing hubble contact lenses. Reported "stinging" sensation. Took lens out, left eye became red, photophobic, mild discharge. Pt reported as an emergency to the eye clinic. Eye was hypoxic. Central cornea cloudy, mild q/o infiltrate with stromal edema. Epithelium had diffuse but mostly perilimbal superficial punctate keratitis. FDA safety report ID# (B)(4).